Event description:
In 2008, I underwent the essure procedure for permanent birth control after having five children. I currently just discovered that I am pregnant once again. Hence, this procedure did not work as led to believe. Diagnosis or reason for use: used to prevent pregnancy.